Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Critical pump error (open book image) alarm not confirmed. No pump error 24 alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with broken belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.